Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s ipg displayed the end of service (eos) message. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.